Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940 implantable tachy lead: (B)(6) 2000. 4968 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had possible premature battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : initially the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the daily battery voltage trend showed the battery voltage to be 2.637 to 2.622 volts between (B)(6) 2013, which was noted to be just before device recommended replacement time of less than or equal to 2.6251 volts. Subsequently the device was returned and analyzed. Analysis of the device revealed normal battery depletion.